Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 83 mg/dl.